Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate and the recorded call this medical affairs specialist listened to on june 25, 2008. The pt tests his blood glucose eight times per day and is currently on an insulin pump using humalog. On original date, the lay-user/pt obtained a reading of "40 mg/dl" and took some glucose tablets at 12:30 pm. It is not known if the pt had any symptoms from 12:30 pm to 2 pm on the day of concern. At around 2:18 pm, the pt was having symptoms described as "sweaty palms" prior to the onset of the reported issue (inaccurate high readings). Based on an allegedly inaccurate high reading of "213 mg/dl" obtained on the lfs meter, the pt took 1.8 units of humalog insulin from his pump per the lfs meter reading and went to lay down. The pt reportedly started to sweat from head to toe and had heart palpitations. The pt tested again at 2:28 pm and obtained a blood glucose reading of "41 mg/dl" on the lfs meter. It is not known what the treatment the pt received based on the "41 mg/dl" blood glucose, and if he felt better after his treatment. During troubleshooting, the customer care advocate verified that the testing technique was not correct, the puncture area was not cleaned appropriately, the blood sample were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient's symptoms, which can be suggestive of hypoglycemia, went from sweaty palms to sweating from head to toes and heart palpitations after taking his insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.